Manufacturer narrative:
On april 11, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 450cc breast implant was found to have a tear on the anterior view near the valve. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental report is for serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 29, 2023, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture, since the two received products have the same volume engraved, and no side information, both devices were found damaged per analysis findings. Hence, this report contains information for serial number (B)(6). This supplemental report is for serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 9, 2023, mentor became aware that left side was ruptured. However, both devices returned had the same lot number 6782497 and were found to be damaged, it was not possible to identify the reported device (left side). Mentor was also made aware that patient underwent bilateral exchange with non mentor natrelle devices> scx495; 25259678 on the right side and with natrelle scx495; 25576561 on the left side on (B)(6) 2023. This supplemental report is for serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old caucasian female patient underwent primary breast augmentation with 450cc mentor smooth round moderate plus profile and experienced unknown side breast implant deflation postoperatively; diagnosed during office visit. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2023. The serial number is either (B)(4) if the effected side is left or (B)(4) if the effected side is right.